Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap and the customer confirmed that the cartridge o-ring was missing. A new cartridge was loaded to resolve the issue. Customer's blood glucose (bg) level was "high" (specific bg value was not provided). At the time of the call with tandem technical support the customer had not yet addressed the elevated bg, but the customer was able to resume insulin therapy on the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.